Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve. While positioning the clip at the mitral valve, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The second clip was successfully implanted to stabilize the first clip. The mr was reduced to 2-3. A third clip was implanted, reducing the mr to 1-2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) in this incident was due to patient's challenging anatomy (thickened posterior leaflet and thin and friable anterior leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.